Event description:
It was reported that the insulin pump was not delivering insulin, possibly due to an error message. No delivery alarms were explained to the customer's mother. Troubleshooting could not be performed at the time. Patient's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.